Manufacturer narrative:
The device was tested on the bench and using automated testing equipment, and no anomalies were found.

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown. No further information available at this time.

Event description:
New information received notes that the patient was admitted to the hospital for heart failure exacerbation. The patient then developed signs of infection and encephalopathy. The patient expired twenty days post implant procedure.